Event description:
A caller reported the low glucose alarm did not sound with customer's freestyle libre 2 sensor. The customer became faint and lost consciousness. The customer required treatment of glucose envelope by father. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor was activated with known good reader, and linearity tests were performed. Low glucose alarm was successfully activated. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the low glucose alarm did not sound with customer's freestyle libre 2 sensor. The customer became faint and lost consciousness. The customer required treatment of glucose envelope by father. There was no report of death or permanent injury associated with this event.